Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's peritoneal dialysis (pd) catheter was not functioning correctly and was taken to the operating room (or) for a revision surgery one month following initial insertion (original insertion date: (B)(6) 2023). The surgeon found that the catheter was fractured and leaking internally at the insertion segment of the catheter above the missouri beaded cuff. The eternal segment of the catheter was normal and had no defects. There was nothing unusual observed at the time of insertion. There was no luer adapter issue. Flushing was done prior to use and the result was normal. The cleaning agents was not switched over the life of the catheter. The cleaning agents was not mixed. The cleaning agent was allowed to dry thoroughly prior to dressing the area. The cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area. There was no protocol change for the cleaning agents used recently. Following initial insertion sterile gauze with tegaderm was utilized and no dressing was used after 2 weeks following healing. The wound dressing did not include any cleaning agents or antimicrobial properties. The patient was resp onsible for keeping the catheter clean, and this was typically just normal showering with soap and water. The site did not use sepsiderm to clean catheters. Tego was not utilized. No other products was utilized with the device and no excessive force was used on the device. The catheter was not repaired and it was removed by the surgeon. It was also stated the surgeon was unsure what course of treatment was going to be provided to the patient. It was stated that removal of the catheter was the final action done for this patient. The reported product was not replaced as a remedial action. No additional treatment related to the catheter was needed. There was no blood loss and blood transfusion was not required due to the event.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the cannula had become detached at the cuff. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.